Manufacturer narrative:
The clinical analyst reviewed this file and stated the following: "the customer heard a loud pop noise and a system message (sm) displayed [software error] in the middle of the case. This caused the phaco handpiece tip to punch through the posterior capsule (pc). The surgeon performed an anterior vitrectomy. Additional information received from the customer stated that during a cataract case the surgeon heard a loud ding sound from the system and the system shut down. The phaco was still in the eye and the phaco tip went through the posterior capsule and the patient had to have a vitrectomy. No further patient information was received. The company service representative examined the system, visually inspected the printed circuit boards (pcb), and reseated all host connections. The system was then tested and met all product specifications. Posterior capsule (pc) tear is a potential consequence of cataract extraction by phacoemulsification. Predisposition to pc tear or zonular dehiscence can be influenced by many factors including, but not limited to, congenital posterior lenticonus, posterior sub capsular (psc) cataract, poor visibility secondary to patients comorbidity [ie.dense arcus, pterygium, band keratopathy, corneal scars, interstitial keratitis], poor microscope illumination [red reflex], ergonomic obstacles, limited intraocular working space, abnormally long or short axial lengths, pseudoexfoliation, zonular laxity, poor dilation, intraoperative floppy iris syndrome (ifis), dense cataracts, asteroid hyalosis, or inadvertent patient movement. The conditions that increase the risk of pc tear during phacoemulsification include ergonomic obstacles, limited intraocular working space, poor visualization, increased nuclear size and density, weakened zonule, a radial tear in the capsulorhexis, and an inability to rotate the nucleus or epinucleus. These conditions may arise either because of the ocular anatomy, or because of surgical technique.? The system was examined and the reported system message (sm) was not replicated. The company representative visually inspected the printed circuit boards (pcb), and reseated all host connections as a preventive measure. The system was tested and found to meet product specifications. A review of the customer's complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on june 17, 2016. Based on qa assessment, the product met specifications at the time of release. The system was found to meet specifications. Therefore, the root cause of the reported sm cannot be determined conclusively. Posterior capsule tear is an issue that is occasionally reported with cataract surgery. However, a review of the complaint trends shows that the frequency reported is within known levels for this event. A root cause cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the surgeon heard a loud noise from the system and a system message displayed during a surgical procedure which caused him to tear the capsular bag with the tip of the handpiece. The surgeon performed a vitrectomy.

Manufacturer narrative:
Additional information is provided in describe event or problem and evaluation codes. (B)(4).

Event description:
A surgeon reported that he heard a loud noise from the system, a system message displayed and then the system shut down during a surgical procedure. The handpiece was still in the eye and the capsular bag was torn with the tip of the handpiece. The surgeon performed a vitrectomy.